Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that on (B)(6) 2018, the balloon on a miller balloon atrioseptostomy catheter failed to deflate during use in a (B)(6) old male infant. The issue occurred upon pulling back the catheter from the patient. It was clarified that the device was tested prior to use without problems. According to surgeon, there was no injury during the incident but unfortunately, the infant developed severe pulmonary hypertension (pht) post-procedure and subsequently deceased on (B)(6) 2018. It was noted by the surgeon that the severe pht that led to the infant¿s death was not related to nor alleged to have resulted from the issue with the suspect catheter.

Manufacturer narrative:
It was noted that a correction to the product evaluation findings was performed in regard to the specified maximum time for deflation; therefore, the suspect balloon in this event deflated within 75 seconds, which is not within specification.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 830515f catheter. The balloon latex and both windings appeared to be in good condition. The balloon was inflated with 4ml of water and the balloon inflated clear and concentric. The balloon deflated within 75 seconds, which was within the free deflation time specification. The catheter body appeared to be in good condition. The customer report of "failed to deflate" was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance; however, an engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The IFU cautions that with balloon inflation volumes above 4 ml, in vitro laboratory tests indicated that there is a potential risk of balloon fragmentation with attendant loss of latex material. Inflation of the balloon is associated with a feeling of resistance. If no resistance is encountered and the balloon is not visualized with injection of the angiographic solution, it should be assumed that the balloon has a leak or has ruptured. Inflation should be discontinued and the catheter withdrawn immediately. As with all catheterization procedures, complications may occur. Perforation, arteriovenous fistula formation, plaque dissection, catheter tip separation, rhythm disturbances, infection, ductus arteriosus rupture, laceration of the atrioventricular valves, balloon fragment embolization, and failure of balloon deflation have all been reported incidental to the use of atrioseptostomy catheters. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Per additional information obtained from the customer, it was communicated that the device had to ¿be manipulated a long time before being able to retrieve the device¿. A new catheter was then used in order to complete the procedure.

Manufacturer narrative:
Per additional follow-up with the customer, it was discovered that during the reported event, the balloon was inflated with 2ml of air and no contrast medium was used. Per the balloon inflation section of the IFU: ¿balloon testing and preparation: the catheter should be flushed with sterile carbon dioxide to displace air in the catheter shaft. Note: do not use more than 1 ml of carbon dioxide or 2 ml of saline for testing and flushing the catheter. Large volumes will stretch the balloon and make insertion more difficult. Inflation material: a solution of 10 ml of heparinized saline and 2 ml of angiographic contrast medium is suitable. The use of highly viscous or highly particulate contrast medium is not recommended for balloon inflation as this may occlude the catheter lumen and consequently prevent easy deflation of the balloon before catheter withdrawal. Caution: air should never be used in any instance because balloon rupture could produce a dangerous air embolus.¿